Event description:
The customer reported that the system displayed errors that the filament and collimator need to be calibrated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The calibration files and nodes were flashed and reloaded. The system was tested and found to be working as intended and put back into service.